Manufacturer narrative:
The customer performed their own troubleshooting with the support of beckman customer technical specialist and replaced the reagent r1 syringe to resolve the issue. The customer performed calibration, quality control and patient samples with no further issues. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported two (2) patients had low results for multiple chemistries including blood urea nitrogen (bun), chloride (cl), potassium (k), sodium (na), calcium (ca), carbon dioxide (co2), creatinine (cre) and glucose (glu) on their dxc 700 au clinical chemistry analyzer. The customer indicated results were below the analytical measuring ranges (amr). The customer repeated the samples on another au analyzer and obtained normal results. The customer did not release the low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the data for two patients.